Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The reason for revision was due to lead migration. The patient was experiencing inadequate stimulation. Lead migration was confirmed through x-ray. The migrated leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.